Manufacturer narrative:
(B)(4). The customer reported the ac power module will not charge unit. There was no reported pt involvement. The customer tested the ac power module on another unit and the module failed to charge the device. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation.

Event description:
The customer reported the ac power module will not charge unit. There was no reported pt involvement.